Event description:
It is reported that the drill fractured during use and the tip remains in the pt's femur. The screw was still able to be inserted and the surgery was completed.

Manufacturer narrative:
This report will be amended when our investigation is complete.